Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the plastic sheath split in two, leaving the inside exposed and creating a risk of losing a piece inside the patient. Immediate action taken was verification that the entire device was retrieved.